Event description:
The customer reportedly obtained a 125 mg/dl on the accu-chek aviva system in comparison to the professional meter result of 75 mg/dl. The results were obtained within a ten minute timeframe. The customer felt hypoglycemic. The customer consumed apple juice and felt better 45 minutes following treatment. No adverse event reported. The customer did not provide strip information on strips used during the event. The suspected product is unavailable for return; replacement was sent.